Manufacturer narrative:
(B)(4). Estimated date of occurrence, exact date was not provided by hospital. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported failure to deploy/place the clip was confirmed. Based on a visual and functional inspection analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for failure to deploy/place the clip reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se after an unspecified procedure. Reportedly, the clip could not be placed and hemostasis was not achieved. The method used to achieve hemostasis was not reported. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.